Manufacturer narrative:
Confirmed the presence of the fya and e antigens on returned and retention capture-r ready-screen (crrs), lot x159. Testing was performed on an in-house galileo with returned crrs, lot x159, using customer's patient samples. Both samples were nonreactive in all testing. Manual capture testing was performed using both samples and was nonreactive. Manual hemagglutination tube testing was performed with customer's patient samples using panoscreen reagent red blood cells and immuadd as potentiatior. One sample exhibited very weak microscopic reactivity at the antiglobulin phase with cell ii (e+e-). The other sample exhibited weak (1+s) reactivity with cell ii {fy (a+b-)} at the antiglobulin phase. That sample was tested with an add'l fy (a+b+) reagent red blood cell and exhibited weak (+w) reactivity at the antiglobulin phase.

Event description:
Customer reported unexpected negative reactions for antibody screen. Customer states they performed a 2-cell screen assay on 2 patient samples and received a negative reaction on galileo and a positive reaction on a second galileo. For one patient sample, a 3-4+ reaction was observed and an anti-fya was identified. On the other patient sample, a 3+ reaction was observed and a anti-e was identified.